Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the manifold valve is stuck and leaking. Additional note states no alarm due to power switch short circuiting.